Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test or verify charge/battery lasts less than expected anomaly due to blank display.

Event description:
The customer¿s mother reported via phone call that the battery of insulin pump was not lasting more than 1 week. The customer¿s blood glucose level was unknown at the time of incident. Customer assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and to refer the backup plan. The insulin pump will be returned for analysis.